Event description:
It was reported the temporary quad extensions were explanted as planned. The physician encountered issues with setscrew block twisting upon planned removal resulting in twisting of the permanent lead. The lead was tested and the impedances were within normal limits. No action was required due to the event. It was unknown if there was product issue or if it resolved. The cause of the unknown issue was not determined. Patient status was noted as alive with no injury. There were no patient symptoms or complications associated with the event. It was reported the physician recently implanted 4 systems and had a problem with connector block rotation on the temporary extension in 2 of the four systems. In the explant of the first temporary extension the two most distal set screw blocks rotated when they tried to remove the extension. One of the blocks rotated 90 degrees and prevented the lead from being removed. The physician retightened the set screw and rotated the set screw block back to its original position. The physician then removed the lead but noticed the lead connector was deformed. The lead was left implanted and they put in the permanent system. In the second system he explanted he held the set screw blocks tightly to prevent rotation and was able to explant the temporary extension without issue. When the physician explanted the third system he did not hold the set screw block tight enough and one of the blocks rotated. There was no discussion on the fourth system. Follow up reported the representative was unaware of any other patient issues or a patient that the doctor would be referring to.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot# va083uv, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot# va09h3h, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot# va083uv, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot# va09h3h, implanted: (B)(6) 2013, product type lead; product ID neu_perc_extension, lot# unknown, product type extension, product ID neu_perc_extension, lot# unknown, product type extension; product ID neu_perc_extension, lot# unknown, product type extension; product ID neu_perc_extension, lot# unknown, product type extension; product ID 3487a-56, lot# va09h3h, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot# va083uv, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot# va09h3h, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot# va083uv, implanted: (B)(6) 2013, product type lead. (B)(4).